Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown and treatment information was not reported. The patient was hospitalized, but it was unknown if hospitalization was due to the peritonitis event. At the time of this report, the patient had not yet recovered from the peritonitis. Action taken with dianeal therapies was not reported. No additional information is available. This is report 4 of 4 involved in this peritonitis event.